Manufacturer narrative:
Additional information: d4. The device has been received and the investigation has been completed. The results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that 2 anchors were broken off and the connectors were detached from the device. Root cause description the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the blue button broke off of a silent nite device. No additional information was provided.

Manufacturer narrative:
The device has been received but not evaluated. Once the investigation is complete a supplemental report will be submitted. Requests have been made for additional patient and event information, however, the no response was received from the initial reporter. Manufacturer reference #: (B)(4).